Event description:
It was reported that the patient experienced a syncopal episode. When the patient presented to the emergency room, the patient was in complete heart block with loss of capture of the ventricular lead. It was also reported that there was varying capture threshold. In addition, it was noted that the ventricular lead output was increased. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically compressed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. It was also noted: other than explant damage, there were no anomalies observed on the returned lead. All electrical testing was within specified parameters. It is likely that the blood in the distal conductor entered though the is-1 pin as no inner insulation breach was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.